Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl, resulting in a stroke. Reportedly; the cause was unknown, however, customer was taking a steroid which affected bg level. Customer was unable to determine that this was the sole reason for bg level. Customer required assistance from paramedics to treat bg level via an unspecified intravenous treatment. The customer was instructed to consult with healthcare provider regarding bg level.